Manufacturer narrative:
Device not returned to manufacturer for investigation.

Event description:
It was reported that battery was leaking prior to a procedure at user facility and the fluid leaked into users' hand. The affected area on the hand was washed under cold water for 20 minutes. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.